Manufacturer narrative:
(B)(4). The field service representative (fsr) was dispatched to the customer facility. The fsr verified the e33 error indication on the heater - cooler display panel when powered up and in recirculation mode. The fsr reseated the resistance temperature detector (rtd) connections and the e33 error was no longer displayed. The unit met manufacturers specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, when a backup heater cooler was filled with water and turned on, the unit indicated an error code of e33. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.